Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was an issue with back flow from device to patient the following information was provided by the initial reporter, translated from french to english: when I hit the blood test tubes, the blood goes back into the vein.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was an issue with back flow from device to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: when I hit the blood test tubes, the blood goes back into the vein.